Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, ¿acute in-stent thrombosis after carotid angioplasty and stenting: a case report and literature review¿.

Event description:
A case study was reported through a research article regarding the carotid artery stenting (cas) was relatively safe, less invasive treatment of internal carotid artery stenosis. The patient presented with an transient ischemic attack and computed tomography angiography revealed subtotal occlusion in the left carotid artery. A non-abbott embolic protection system (eps) was deployed and the stenosis was pre-dilated with a 3.0x20 non-abbott balloon and 4x30 viatrac 14 plus balloon. A 8.0x30mm xact self-expanding stent was implanted using a unspecified .014 guide wire and a 6f guide catheter. Angiogram was performed and noted that the stent was not well [not full apposed] and dilated by unspecified 5x20mm balloon. A repeat angiogram revealed in-stent thrombosis two minutes after the eps was removed. An additional 2,000 u of heparin was given and a non-abbott microcatheter was advanced. Total dose of 10mg of recombinant tissue plasminogen activator was injected into the thrombus via the microcatheter, which led to partial recanalization with antegrade flow. A emboshield nav6 was deployed at the distal part of the stent, and re-dilatation was performed with a 5x30mm viatrac 14 plus at 14 atmospheres. Carotid revascularization was performed successfully. At 10 month follow up the patient showed no signs of neuralgic deficits and no evidence of restenosis or occlusion. Additional information can be found in the attached article "acute in-stent thrombosis after carotid angioplasty and stenting: a case report and literature review". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy and/or other devices resulted in the stent not being well apposed to the vessel wall; however this cannot be confirmed. The investigation determined a conclusive cause for the reported patient-device incompatibility - wall apposition cannot be determined. The reported difficulties possibly caused/contributed to the reported thrombosis; however a conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of thrombosis is listed in the xact carotid stent system instructions for use as a possible adverse event potentially associated with use of these devices. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.